Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead showed placement difficulty. It was noted the guidewire became stuck in the lead and the physician explanted and replaced the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the there was blood on the distal conductor of the lead and it was obstructed. The stylet/guidewire was kinked/buckled and it was damaged during use.